Event description:
Total hip replacement on left side at (B)(6) hospital by doctor (B)(6) using depuy srom chrome- cobalt insert. The first noticeable complications was more than 1 cm length discrepancy between the 2 legs and numbness on left leg while asleep. I had a small tumor on the right side of my thyroid in 2010, that required removal. The pain never got better, instead I had more complaint around the incision area, lower back and right hip. Clicking sound when moving and starting early this year and after seeing another orthopedic surgeon for more than 3 years, I asked him if I would benefit from cortisone injection on both sides three times a year. On (B)(6) 2012, I fell on that left hip. X-ray did not show dislocation, but severe contusions around the incision and throughout the area. I have been on physical therapy since the incident. I recently learned from tv about the depuy recall from mom hip replacement and all the symptoms listed on website such as pain in the groin and clicking sound and difficulty walking apply to my case. My left leg was very critical to me because the right leg had polio and after the surgery I have bilateral pain and supportive cane has been necessary for balance. Also, the metal to metal friction may be releasing poisonous metal ions in my body.